Event description:
It was reported, that the patient presented to the emergency room. Upon interrogation, it was noted, that the right ventricular (rv) lead was oversensing noise, that was causing inappropriate shocks. On (B)(6) 2024, the rv lead was capped and replaced. The patient was in stable condition.